Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is unavailable.

Event description:
Labral repair/shoulder reconstruction. Dr called rep this morning, to report that a patient he implanted multiple lupine anchors in the glenoid of the shoulder approximately 4 years ago have cyst formation at the anchor site. He called to ask for advice, as he fears legal action from the patient. Rep is awaiting scans to be emailed from the surgeon. Patient out poor, cyst formation developed post operatively.

Manufacturer narrative:
The complaint device was not received and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). No lot number was provided. Not returned to manufacture.